Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 customer alleged insulin pump has cosmetic damage(crack at battery compartment). In addition, customer alleges insulin pump gave and unexpected pump error followed by a unexpected beeping sound. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked case on the battery tube side, and moisture damage in battery tube. Device's history and trace files downloaded successfully using thus software. Carelink data uploaded successfully. Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history files or long trace files. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing or in pump history files. No unexpected e/a alarm unspecified noted during testing or in pump history files. However, moisture damage noted in the pcb 1 board. In summary, customer allegation for cosmetic damage(crack at battery compartment) was confirmed during visual inspection where cracked case on the battery tube side was noted. Customer allegation for unexpected pump error and unexpected alarm beeping sound was not confirmed during testing or in the insulin pump history files. However, moisture damage noted in pcb 1 board. In addition, no unexpected insulin flow blocked alarm/no delivery alarm noted during testing or in insulin pump history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump made a beeping sound. Customer stated that they got an insulin pump error and stopped delivering insulin. Customer also stated that the insulin pump had a crack at the back of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.